Event description:
A MFR's representative reported that the pt experienced a "shocking or jolting sensation when going through security systems." The pt passed through "a theft detector or security gate at (B)(6)" while her device was turned on. The pt was advised to turn her device off when passing through security gates and this resolved her issue. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).